Event description:
It was reported that during the implant attempt both leads would not extend after repositioning and they would not extend outside the body. Also while attempting to reposition the first lead, the patient spontaneously went into ventricular fibrillation and had to be externally defibrillated. The patient's rhythm was subsequently noted as "stable" by the implanter. The leads were not used and another lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device (B)(4) is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead was returned and analyzed. The lead was received with helix fully retracted and the helix has been over-retracted. Blood/body fluid on distal conductor (not obstructed) and helix mechanism and sleeve head. (B)(4) helix disengaged from helical channel; full lead was returned and analyzed. The lead was received with helix fully retracted and the helix has been over-retracted. Blood/body fluid in on all conductors (not obstructed) and helix mechanism and sleeve head. Outer insulation was breached cut and the lead was damaged at implant.